Manufacturer narrative:
(B)(4). PMA/510(k) #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the female patient was treated with the bakri tamponade balloon catheter on (B)(6) 2018 for hemostasis of bleeding due to placental presentation. The balloon which was pre-dilated with 30 cc of sterile water was inserted through an abdominal incision. After placing the balloon in the uterus, the incision was closed and sutured. The balloon was filled with about 470 ml of sterile water using a syringe. During filling with sterile water, the balloon was not recognized by echography and a small leak was observed from the vaginal canal. Twenty hours after placement, an attempt was made to remove the sterile water from the balloon in order to remove the balloon from the patient. While using the syringe to remove the sterile water from the balloon, it became impossible to suction at the point of removing 100 ml of sterile water. While removing the balloon through the vaginal canal, it was removed easily. Although 500 ml of sterile water had been filled in the balloon, there was almost no water left in it. There have been no adverse effect to the patient reported. No other treatment performed after removing the balloon.

Event description:
No new information has been received since submission of the last report on 02jul2018.

Manufacturer narrative:
Conclusion code: cause not established (4315). Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of drawings, quality control data, specifications, and trends. One device was returned with a drainage bag attached filled with blood. The drainage bag was removed from the balloon catheter. The balloon catheter was cleaned. A functional test was performed and a leak was noted. A closer observation noted a pin hole in the balloon material where the leak occurred. A review of the device history record could not be performed as the device lot number was not provided. A complaint history search could not be performed for the complaint device lot as the lot number was unknown. A review of relevant manufacturing documents was conducted. This product is 100 % leak tested. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The returned device was noted to have a pinhole leak however, the cause of the pinhole is unknown. No conclusion could be drawn as to the cause of the pinhole. Measures are in progress to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.